Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, h10. H4: the lot was manufactured from november 02, 2020 ¿ november 03, 2020. H10: six (6) actual samples were received for evaluation. A visual inspection along with magnification was performed with the fill port caps removed and did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified in all six amples. A batch review was conducted and there were no deviations found related to this reported . Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event: this event occurred on an unspecified date between april 24, 2021 - may 18, 2021. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed in an unspecified location of six (6) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. Further details describing the pm were not provided. The pm was discovered prior to patient use. There was no patient involvement. No additional information is available.